Event description:
Reporter stated that the surgeon was inserting another manufacturer's lens into the patient's eye using a indigo-p injector and a sfc-25 fp cartridge and the cartridge tore the lens. No patient injury. Patient's preoperative manifest refraction was +2.00 + x.30 and best corrected visual acuity was 20/30-1 post operative manifest refraction is -1.25 +0.50x.25, best corrected visual acuity was 20/25. Prognosis is excellent.